Event description:
Customer reported generation of erroneous sodium patient results and quality controls on cell 2 of their au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found cell 2 buffer solution drip at dispensing nozzle into sample pot. The failure mode was determined to be due to faulty buffer valves. The fse replaced the buffer valves to resolve the issue. The fse performed primes on system multiple time and confirmed no further drips were noted. Beckman coulter internal identifier is (B)(4).